Event description:
It was reported that the patient¿s pacemaker, two right ventricular (rv) leads, and right atrial (ra) lead were explanted due to infection. They were later replaced with a pacemaker, rv lead, ra lead, and left ventricular (lv) lead. They were all ultimately explanted due to another infection and successfully replaced with a leadless pacemaker. The patient¿s status was unknown.